Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for assistance with programming this pacemaker into magnetic resonance imaging (MRI) protection mode. Ts noted this pacemaker exhibited high out of range pacing impedance measurements. The hcp opted to proceed with the MRI and ts helped the hcp program the device into MRI protection mode. The MRI was completed and the device was programmed out of MRI protection mode. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for assistance with programming this pacemaker into magnetic resonance imaging (MRI) protection mode. Ts noted this pacemaker exhibited high out of range pacing impedance measurements. The hcp opted to proceed with the MRI and ts helped the hcp program the device into MRI protection mode. The MRI was completed and the device was programmed out of MRI protection mode. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the information in section h6. This product investigation is still in progress. This report will be updated when product investigation is complete.